Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple PMA / 510(k) numbers: there were multiple PMA / 510(k) numbers reported to be involved. The information for the additional PMA / 510(k)# is as follows: k901449. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes were getting hemolysis.